Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of low blood glucose readings from the insulin pump. The husband stated that his wife went into coma and was treated by the emt at home. The customer's blood glucose reading was in the 30s mg/dl. The endocrinologist recommended increasing basal 2% and boost again if not under control. The customer was offered to troubleshoot for low blood glucose readings. The customer declined to troubleshoot for low blood glucose readings.